Event description:
Received info stating that the customer has been experiencing high blood glucose levels. Customer has noticed air bubbles in tubing which could be contributing to the high blood glucose levels. The insulin pump appears to be functioning as expected.

Manufacturer narrative:
The device has not been returned for evaluation. Should new info become available, a supplemental report will be submitted.